Manufacturer narrative:
An osseotite® tapered certain® implant 4 x 10mm (xifnt410) package was returned for inspection. Visual inspection of the returned product shows that the implant inner vial was missing the implant and cover screw. DHR review was completed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa complaint history review was performed for the reported lot number (2018061053) for similar cause and no other complaint was identified. Although the returned product did show product not in the box the device packaging malfunction could not be verified and the reported event was non-verifiable due to the review of the DHR and complaint history. No root cause could not be identified. However, the probable causes and max occurrences have been considered for packaging unsealed. Additionally, the product may have experienced damaged during transit. The following sections have been updated: date of this report, expiration date, UDI:(B)(4), date received by manufacturer, checked "follow-up," checked follow-up type, device evaluated by manufacturing: updated, device manufacturing date: updated, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no implant (xifnt410) was found inside the implant box. Surgery was completed using another implant.